Event description:
Post dialysis a pool of blood was discovered behind and to the side of the dialysis machine and patient's chair greater than 300 ml blood loss noted. Blood was noted to be leaking from the arterial part of the hemodialysis dialyzer.